Event description:
According to the reporter, during the laparoscopic gastric sleeve surgery, on the second firing along the antrum of the stomach, the purple reload was closed on tissue but was removed normally due to the handle indicating zone 3 even though the tissue was not extra thick. The surgeon then removed the purple reload and put on an extra thick reload and same adapter. The stapler fired the extra thick reload but it stopped and only fired halfway and there incomplete staple line on the proximal area. The jaws also locked on tissue and manual excision was done to remove the reload. It was also noted that there were staples that did not form into b shape. To complete the procedure, a manual handle and reload was used and added a line of sutures for additional security and to prevent additional potential bleed surgeon added a row of sutures to the affected area. Tissue damage and unanticipated tissue loss were noted. The surgical time was also extended for 30 minutes or more.

Manufacturer narrative:
Concomitant medical products:¿ sigtrsb60amt sigtrsb60amt 60mm med thk reinforced rel lot # n2g0182y sigtrsb60axt sigtrsb60axt 60mm xtr thk reinforced rel lot # n2b0762y sigadaptxl sig power sigadaptxl linear xl adapter serial # (B)(4). Sigpshell sig power sigpshell control shell lot # unk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also provided. Visual inspection noted that the device was partially fired. Analysis of the system logs showed that the handle experienced an excessive firing force. When the specified load limit is reached, the powered handle will stop firing. It was reported that the device initially fires, but failed to complete the firing cycle and the device detected an excessive load. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the jaws of the device remain closed on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the stapler stops while firing: release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.